Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug, dose and concentration via an implantable pump for spinal pain. It was reported on (B)(6) 2016 that patient presented to the facility "acting like opiate overdose" and patient was responding to narcan. Lethargy was a reported symptom. Call was transferred to national answering service (nas) to page local representative. Caller was emergency room doctor treating the patient. Caller thought morphine was in the pump, but was unsure as caller stated that patient previously had dilaudid in the pump as well. No further information was provided. Patient's outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.